Manufacturer narrative:
B3: date of event: requested, unknown d4: catalog number: requested, unknown d4: lot number: requested, unknown d4: expiration date: unknown due to unknown catalog and lot number combination d4: UDI: unknown due to unknown catalog and lot number combination e1: establishment name: requested, unknown e1: establishment address: requested, unknown e1: initial reporter name : requested, unknown e1: phone number: requested, unknown e2: health professional: requested, unknown e3: occupation: requested, unknown h4: device manufacture date: unknown due to unknown catalog and lot number combination the product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
A maude database search conducted on date found maude report #mw5138034. The event description states that after the procedure ended, when a physician removed a long sheath (unknown 5 fr 25cm long sheath. Introducer, catheter) from the patient's body, the sheath was detached in the body and about 70% of the sheath remained in the body. The complaint occurred after the procedure was ended, at the time of hemostasis. Consultation with the physician in the department of visceral and vascular surgery for vascular dissection suture was performed and the sheath was removed. After that, the patient was discharged from the room safely. The procedure was completed without patient procedure was premature ventricular contraction. After completion of procedure, the sheath was cut off in the inguinal vein at the time of hemostasis and remained in the body. A cardiac surgeon incised the vessel and removed the seeds. After that, suturing was performed, and there were no other complications, and the catheter room was left.